Event description:
(B)(4). The device was covered by my insurance back in 2006. Three years ago I started having major pelvic pain 5 out of 7 days. I was having 3 periods a month for about 6 months. I experienced horrible bloating, headaches, hair loss, teeth problems, sleep issues and missing many days from work. We've run many tests with no success and next is a laparoscopy. My portion is almost (B)(6) and I'm unable to do it. I just want them removed.